Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 01742 was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues; the reported air ingress issue could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; the hemostatic valve was leak tight. A pressure test did not show any leak on the shaft, side tube and hemostasis valve. In conclusion, the reported sheath air ingress issue was not confirmed through testing. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, air ingress was observed when the balloon catheter was inserted into the sheath. It was noted the valve may not have been functioning properly. The sheath was replaced, and the same issue occurred. The sheath was replaced a third time with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.